Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a physician programmer. It was reported that the patient had their pump filled earlier today and that they have up to eighteen boluses but never use them all. They stated they had it set for six boluses a day and they would be up all night so that is why it needs to be refilled in two months. The patient stated they were seen today for a refill but the pump was still beeping. The patient stated it was louder and longer than the alarm you get when in magnetic resonance imaging (MRI). The patient confirmed the low reservoir alarm on 2024-05-07 and their alarm was active going into refill today. The patient opened the myptm app and patient was already connected and currently locked out for eight minutes with twelve boluses left. Patient stated they were supposed to have a refill two weeks ago, but due to a family issue they were unable to go. The agent reviewed the alarm likely needs to be manually silenced. The patient was redirected to their healthcare provider (hcp) to discuss this and pump time. Additional information was received from a company representative (rep) reporting that the patient had their refill last week and at the time the low reservoir alarm was occurring the pump was checked by the new software. The pump continued to alarm when the patient was at home. The patient was seen today and the alarm was silenced on the home screen but did not update the pump. The caller stated the patient called them and the pump was still alarming. Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the pump was updated with the workflow guidance off settings and the alarm was silenced and was not beeping anymore. Additional information received from a manufacturer representative (rep) indicated that all files were sent to tech services today (2024-05-30).